Manufacturer narrative:
No report of patient involvement. This reported failure was called into ge healthcare technical support. Ge healthcare support provided recommendations to resolve the issue. The hospital reported that the issue was corrected.

Event description:
The hospital reported, that during planned maintenance, the unit alarmed 'gas inlet valve failure'. There was no report of patient involvement.